Manufacturer narrative:
During the draeger service visit the dr. Thought that the m300 did not monitor the patient during the last hour. It turned out though that the time of the telemetry was still on wintertime and therefore it did not match with the time of death. The alarming of the m300 functions without fault. This could be reproduced in a simulation. Pacer detection works. Asystole alarms were generated. Both the ics and the m300 were checked. The investigation has begun. A follow up report will be issued once the investigation is complete.

Event description:
It was reported the m300 did not alarm and there was damage to a patient.

Manufacturer narrative:
It was reported the m300 did not alarm and there was damage to a patient. On (B)(6) 2018 at 17:41 for telemetry bed 04. The expected missed alarms were never specified by the customer. The complaint form cites a time of 17:41 on 4/12, however the screen shots indicate the issue was actually at 16:41 on 4/12. The discrepancy was clarified as the m300 being on "winter time" which would explain why a 1 hr difference is observed between the m300 and the cited time of event. M300 alarm logs for bed 04 were reviewed and a life threatening alarm was generated for bed 04 at 16:41. The ics logs were reviewed to observe alarm and user interaction at the cited date and time of event for bed 04. At 17:20 and 17:38 the audio pause button was pressed by a user at the ics. Additional questions were requested on multiple occasions for full disclosure, expected alarms that were missed, and to clarify the patient damage reported. However were not provided. The cited m300 and associated ics were tested for functionality at the customer site by a draeger technician and passed testing. No further reports of any issues have been reported by this customer. Based on the available information, the m300 alarmed as designed and no malfunctions have been determined to have occurred during the course of this investigation. There is no indication our device played a factor in the reported patient damage. A query of the complaint database showed this is an isolated case.

Event description:
It was reported the m300 did not alarm and there was damage to a patient.